Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 29-jul-2016. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported a right side rupture and "lump" noticed via imaging report. Healthcare professional reported "silicone leak". The device has been replaced and discarded.